Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the photos show a tissue piece from top view, a staple line could not be observed on the distal end of tissue and no malformed or missing staples could be observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2020 h10 = corrected date: b4 additional information was received: alert & received date should be (B)(6), 2020

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Procedure: ileostomy. First magazine worked properly, second reload has been cut completely but and only half-stapled, staple drivers visible in the whole magazine. The lumen was open. No staples in the situs. Third reload worked again with no issues. No harm to the patient.